Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, while cutting the colon, the stapler was unable to fire but the surgeon was able to press the green button and squeeze the handle. When the surgeon used the load, there was only a partial staple of three of the reloads, so the tissue was a little damaged. Also found out that the proximal staple formation was poor and the distal staple line was incomplete. First they used a stapler and reload but it did not work, so he took an other load and changed to another device but they forgot that they needed a 15mm. Trocar, so they used another stapler and it was okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.